Event description:
Additional information provided 9/05 noted that according to the pt, the following is alleged to have occurred: high anxiety; choking sensation; tremors (seemed to go away, but were "really bad" in july 2004); severe pain (emergency visits twice for left chest pain); infections; burning, pain and "lump feeling" in throat; shoulder and back pain; pressure on right side of chest area; retracted ear drum; and right groin and joint pain.

Event description:
Pt reports a history of immunosuppression related to an earlier reaction to breast implants. Pt had an oophorectomy in 2002, in which 400cc of gynecare intergel was instilled by a surgeon. On the night of their surgery, pt noted a red fluid oozing from pt's incision, which pt suspected was gynecare intergel. Pt experienced a choking sensation and a tightness in their throat but did not require re-operation or other specific intervention. In october 2003 pt had an e.r. Visit with symptoms of hot flashes and throat pressure. Pt was given medication for acid reflux. No further intervention was required. Following the e.r. Visit, the pt met with their surgeon to discuss the e.r. Visit and pt's complaints of lesions on their face. Pt reported that pt had read about gynecare intergel on the internet. The pt discussed pt's interpretation that pt was experiencing a reaction to gynecare intergel. The surgeon's interpretation is unclear. Additional info provided in 01/04 included the pt's surgeon's comments. A qualified medical professional reviewed the reported events and noted: the pt's surgeon "states that the pt came to him requesting an oophorectomy for pelvic pain secondary to endometriosis in 2002. While in the hosp he recalls the pt complaining only of a sore throat which he felt was secondary to intubation. This was treated with throat lozenges. He then recently saw the pt in the hosp where pt was visiting a friend. The pt informed him that the pelvis felt fine, no pain. Pt then stated that they going to call the co (gynecare) because she had neck, head and face problems. He told the pt that these symptoms were not gynecologic in nature and combined with the fact that it was almost a year later, he felt that they were not related to apgel. He stated that the symptoms are most likely to something else, maybe throat trauma etc. He states that he told the pt that pt's surgical problems were cured. He went on to say that the pt has had breast implants and is also wondering about the silicone in her implants that possible problems that could result form it." Additional info (legal document) provided on 11/04 noted that shortly following the pt's 2002, surgery, pt "developed extreme pain, swelling. And other serious injuries." The pt suffered and continues to suffer severe injuries."